Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the pump (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. Two (2) controllers (B)(6), ten (10) batteries (B)(6), one (1) controller ac adapter (B)(6), and one (1) battery charger (B)(6) were returned for evaluation. No performance allegations were made against (B)(6). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6), and the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the controller passed functional testing. Visual inspection revealed contamination within both power ports and the serial port. The observed serial port contamination is an additional finding not related to the reported event. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis associated with (B)(6) revealed that the controller was not in use within the analyzed period and was likely the patient's backup controller. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and a controller adapter. Review of the event log files revealed twenty one (21) controller power up events with associated motor start events between 19/jun/2021 and 11/jul/2021. The controller was without power for an average of 13 seconds per loss of power. Several momentary disconnections were observed leading up to several losses of power. A loss of power to the controller will trigger the display to become dark and will result in a continuous audible alarm. A vad disconnect alarm was recorded on (B)(6) 2021 at 16:27:15 immediately following a controller power up event logged at 16:27:14. This vad disconnect alarm was most likely a false alarm, given that the vad disconnect alarm cleared within a second. Even though the speed recorded at the onset of the vad disconnect alarm was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of synchronization of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Analysis of the alarm log files did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log files revealed multiple instances involving (B)(6), where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. It likely the observed losses of power events are related to the reported "blank screen displays" and "multiple pump stops" events. As a result, the reported premature power switching, loss of power, "blank screen display", "multiple pump stops", "vad disconnect", and power disconnect alarm events were confirmed. The reported event involving the battery charger could not be confirmed. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 06/jun/2018. A power source lubrication procedure was performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 25/jun/2018. (B)(6) was lubricated prior to release. There is no evidence of lubrication servicing performed on (B)(6). The most likely root cause of the observed contamination within the controller power ports and serial port can be attributed to handling of the device. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections, which may be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. CAPA: pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller, potentially due to contamination. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA: pr00551638 is investigating controller losses of power. A possible root cause of t he reported "vad disconnect" event can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm. CAPA: pr00550440 is investigating controller losses of synchronization of commutation. Additional products: d1: heartware ventricular assist system. (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04, c02, c06, c15 h6: FDA conclusion code(s): d01, d02, d11, d15 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d02 d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14, d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 additional products: d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01 d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d1: heartware ventricular assist system, (B)(6) h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02, d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d1: heartware ventricular assist system, (B)(6), h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d01, d1: heartware ventricular assist system,(B)(6), h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that all peripheral products the patient had were removed from service due to the issues of power switching, multiple pump stops and blank display screens. As the cause of these issues could not be definitively identified with previous troubleshooting, a total of eleven (11) more batteries, one (1) charger and one (1) controller ac adapter were removed from service.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: con401238 h6: FDA device code(s): a141204 additional products: d1: heartware ventricular assist system- battery charger d4: model #: 1600us / catalog #: 1600us / expiration date: 29-feb-2020 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 01-feb-2019 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02003, g02014 h6: FDA device code(s): a0902 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 additional products: d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-nov-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jan-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 11-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2019 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 21-jun-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jan-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jan-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 30-jun-2021 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 25-jun-2020 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 05-dec-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿controller ac adapter d4: model #: 1650de / catalog #: 1650de / expiration date: unk / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: unk h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02027 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿battery d4: model #: 1650de / catalog #: 1650de / expiration date: 31-jul-2018 / (B)(6) (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-jul-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ controller 2.0 model #: 1420 / catalog #: 1420 / expiration date: 31-aug-2019 / serial#: (B)(4), UDI #: (B)(4), available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-aug-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-jul-2020 / serial#: (B)(4), UDI #: (B)(4), available for eval: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 23-jul-2019, labeled for single use: no (B)(4). Additional information has been requested regarding the battery return status, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power disconnect alarm and there were losses of power to the controller associated with double disconnection of power sources. It was also noted that there was a ventricular assist device (vad) disconnect. The patient denies disconnecting anything and was educated on power cable management. The battery was removed from service and the controller and vad remains in use. No patient complications have been reported as a result of this event.